Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that PICC blue catheter ruptured (catheter used for 1 day). Additional information received 3/20/2026: the proximal catheter did not migrate into the patient. The catheter was cut off at the end closest to the patient and all parts of the catheter were successfully removed.